Event description:
It was reported that the patient had an infection during the post-operative stay on (B)(6) 2023. Sternal drainage was reported along with a sternal infection as well as bacteremia. Blood cultures were positive for pseudomonas. The infection was treated intravenously with recarbio (imipenem). The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
MFR covering ongoing infection 2916596-2024-01267. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.